Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump beeped that the medication was complete and taht there was air in the tubing from the drip chamber all the way to the green pump clamp. However, there was still somewhere between 6 to 10ml of medication in the bag still to be delivered to the patient.